Event description:
The customer reported that the system made a popping noise, displayed a communication failure error message and would no longer fluoro. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The candlesticks were cleaned and regreased. The system was then found to be operating as intended.